Event description:
A flexima catheter was used for therapeutic purposes. One day after placement, the tube fractured and a portion fell off inside the patient's kidney. The device fragments were removed with a glidewire. There were no other complications reported.